Manufacturer narrative:
(B)(4). This record is associated with the service call for equipment in record # 1722028-2011-00080 ((B)(4)). Investigation: this disposable set was unavailable for specific root cause analysis. The run data file was investigated for the procedure on (B)(6) 2011. The analysis of the run data file did not find any conclusive cause of the higher than expected platelet product volume reported for this collection. No unusual process variable was identified and trima accel operated as intended. Root cause: it is possible that the volume discrepancy was caused by a weighing, calculation, or other process error. Conclusion: operator error caused this incident.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: the customer reported a higher than expected platelet product volume. The customer requested the run data files be checked to determine the cause of the higher than expected platelet product volume.